Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient had ¿lip filling by another professional and had several granulomas in the upper and lower region.¿ patient was injected hyaluronidase 2000 utr to dissolve the existing ha. A month later patient was injected with hyaluronidase 3000 utr was performed (it was injected 1.5 ml). One month later patient was injected 0.4 ml of juvederm® ultra xc¿ in lips, just volumizing, without contour and another month later with 0.4 ml in upper lip and 0.2 ml in lower lip of juvederm® ultra xc¿. Patient reports not observing the presence of ha in the lops, making comparisons of photos. Patient is not a smoker and does not use any medication. No other information provided.